Manufacturer narrative:
The device was returned and visually inspected. The lab was unable to perform testing as the lens was received cut in half with a distorted haptic. Ophthalmic viscosurgical device (ovd) was noted on the returned lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the patient underwent an explant of the intraocular (iol) lens at implant due to a posterior capsule tear during implant. Further, the complaint was an unfolding issue with the lens. The patient required an enlarged incision to remove the implanted lens. It was unknown if the event was attributed to the lens or the patient's anatomy. Another lens (same model) was implanted. The patient was reported to be doing fine post operatively.